Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer gave permission for the ccc to remotely connect to their instrument. The customer, before contacting the ccc, replaced the sensor and peristaltic tubing. The customer ran a dilcheck, which resulted within range. The customer ran a precision study on another known patient sample, resulting within range. The ccc had the customer bleach the vent and sample port with the old sensor in place. The customer aligned the integrated multisensor technology (imt) and imt probe. The customer reset the instrument. The customer performed a precision study with a known patient sample, resulting with a flyer. The ccc reviewed the data provided. The customer's quality control (qc) was in at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced and aligned the aliquot probe. The cse replaced the aliquot horizontal motor and performed alignment. The cse performed small sample container (ssc) cup alignment. The cse performed a quickcheck and qc, resulting within range and specifications. The cse performed a 6 patient precision study, resulting within range. The cause of the discordant, falsely elevated sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium and chloride results were obtained on a patient sample on a dimension vista 500 instrument. The initial results were not released to the physician(s). The customer repeated the same sample on the same dimension vista 500 instrument, resulting lower. The customer repeated the same sample on an alternate dimension vista instrument, resulting lower. The customer issued the alternate instrument results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.